Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-23304. It was reported the pt lost stimulation in her back and legs. Diagnostic testing indicated low impedances on multiple contacts. Reprogramming was unable to provide adequate coverage. X-rays did not reveal any anomalies. Follow-up info indicated the pt does not desire to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.